Event description:
The pt was a 50-yr-old female who had bilateal breast augmentation in 1983, using the co 205cc gel filled breast implant. The pt had a lot of pain in the right shoulder in the 1990's as well as right lateral breast aches. The pt had to have excision of calcification in the right shoulder, in order to mobilize the right shoulder. In 1984 the pt had a significant pressure applied to the breast for a film screen mammography. At that time, the pt also had several closed capsulotomies, both sides for capsular contracture. On physical examination, the pt had a class iii to IV contracture both breasts. Ultrasound examination showed a right extracapsular rupture with a silicone granuloma contiguous with the capsule at the 1:30 position, and there was also a left intracapsular rupture. Because of rupture, contracture and pain, removal of the implant was indicated. Total capsulectomy was also necessary because of rupture and because of extracapsular rupture on the right side.